Manufacturer narrative:
Additional information added regarding auto mode. Initial supplemental report (B)(4) was submitted in error.

Event description:
It was reported via phone call that the auto mode feature was active, but he could not recall any sensor information. The customer did not request further assistance.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose level was unknown. The customer reported that they treated low blood glucose level with glucagon. The customer did not mention any symptom related to low blood glucose level. The customer also reported that the reservoir compartment had a crack but the reservoir as able to lock in place. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. The test battery was removed and reinserted with no failed battery test alarm noted. No software error or this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement error noted during testing or in the formatted history file. No damage noted on the original battery cap. Device communicated properly with the guardian link three and the test plug. Device was able to enter into auto mode properly. No device or sensor communication anomaly, auto mode anomaly or calibration anomaly noted. The motor was tested outside of the device and passed. Device had cracked reservoir tube lip. However, the test p-cap and reservoir does lock in place in the reservoir compartment. Device also had minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button.